Event description:
Healthcare professional reported right side "rupture" of a saline device and exchange of textured-walled device for smooth-walled device. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, yellow particles on the shell and one opening linear on the posterior. Leak test and microscopic analysis was performed which identified one sharp opening on the posterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness to be within specification. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on the posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture" of a saline device and exchange of textured-walled device for smooth-walled device. Device was explanted.